Event description:
It was reported that non-sustained right ventricular oversensing (nsrvo) episodes due to noise were noted on the right ventricular (rv) lead. No changes or intervention was performed. There were no patient consequences.